Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: 9660651, serial/lot #: (B)(4), ubd: unknown, UDI#: (B)(4). A medtronic representative visited the site to evaluate the equipment. Hardware parts were replaced. The returned electromagnetic navigation interface box was analyzed by a medtronic representative. No failures were found. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used intra/peri-operatively of a cranial resection procedure. It was reported that the site was experiencing an emitter issue where it was stating "low drive current" and could not track any instruments. The site tried another emitter and did not resolve the issue. The site swapped the emitter box and then all the instruments started tracking normally. There was a less than 1-hour delay to the procedure and no impact on patient outcome. Additional information was received. It was reported that the reported issue was suspected to have been caused by the electromagnetic navigation interface box.